Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) and the lead appeared damage at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, it was noted that there was blood in the insulation. The lead was not used. No patient complications have been reported as a result of this event.